Manufacturer narrative:
(B) (4). Device #1: part #12673-03, lot #88029-6h indicated is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device #2 issue: suture did not function as expected - hemostasis. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after fully advancing the knot to the arterial surface, bleeding continued. The suture was removed and a second proglide was attempted with the same results. The suture was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.